Event description:
It was reported that during ilet use the user experienced hyperglycemia to 400 mg/dl and used a meal announcement to reduce glucose, without changing supplies and with no reported device or supply issues. Symptoms included headache and blurry vision. Outcomes included insufficient information regarding clinical impact beyond the reported symptoms. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings and no specific device problem or component implicated due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established.

Manufacturer narrative:
Initial.